Manufacturer narrative:
This report is being submitted to provide additional information and final investigation results from the legal manufacturer. The customer returned the camera head to olympus for the issue: ¿dark¿ image. The subject device was inspected, and the issue was not confirmed. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the information obtained from this complaint and the results of the investigation, it did not lead to the identification of the cause of the occurrence. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic procedure, the image was dark. The procedure was completed utilizing the same device. There were no reports of patient harm.

Event description:
It was reported that during a therapeutic procedure, the image was dark. The procedure was completed utilizing the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.